Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl - left. Reason(s) for revision: unknown.

Event description:
Date: 7 may 2015, updated reason for revision as metal ions, updated dor, expiry dates for cup and head added details for stem and sleeve (manufacture date for sleeve unavailable). Updated to legal. Querying lot number for stem. (Pd - 7 may 2015). Update: 8 may 2015, updating stem lot number and dates taken from query 1 reply 7 may 2015 scf attached has cup and head details reversed (pd 8 may 2015).